Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded drive support disk. The pump was unable to perform the occlusion, prime and excessive no delivery test or verify motor error alarm due to protruded drive support disk. The motor passed motor test. The pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 412 mg/dl. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be sticking out. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.